Event description:
It was reported that catheter entrapment occurred. The target lesion was unknown. A 9.0 x 20, 135cm mustang¿ balloon catheter was selected to dilate the lesion. After dilating the lesion, the physician tried to removed the device from the patient but the balloon catheter got stuck with the non bsc guide wire. The physician then removed the guide wire and the balloon catheter together as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with a 0.035inch size wire inserted through the entire device. A visual and tactile examination of the catheter shaft identified no issues. Using a blade the shaft was dissected at various locations along its length. The guidewire from these proximal sections of the dissection could be removed with no resistance. However, during an attempt to remove the wire from the distal section of the dissection (tip edge to the proximal end of the balloon sleeve measuring 8 cm in length), some resistance was met during the withdrawal of the guidewire. Using a blade the guidewire lumen was exposed inside the balloon and no anomalies were noted. However, it was noted that there was a build-up of solidified contrast media and/or blood on the surface of the wire. It is most likely that this solidified substance on the guidewire inside the wire lumen, contributed to the difficulties experienced during our attempts to withdraw the wire during product analysis. However, this media/blood is unlikely to have influenced the complaint event as the media would not have enough time to solidify during the actual procedure in order to cause a problem. A visual examination of the tip section of the device found no issues. The outer diameter of the returned guidewire was measured using a calibrated snap gauge and is within specifications. Traces of solidified blood were present on the surface of the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was unknown. A 9.0 x 20, 135cm mustang¿ balloon catheter was selected to dilate the lesion. After dilating the lesion, the physician tried to removed the device from the patient but the balloon catheter got stuck with the non bsc guide wire. The physician then removed the guide wire and the balloon catheter together as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status was good.